Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the psi test. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the reported issue could not be duplicated. The pump passed the downstream occlusion (dso) pressure range test twice separately at 22 and 25 psi. Based on the evidence, the complaint was not confirmed, and no fault was found.